Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. The pump was exercised for 24 hours with the no cartridge detected issue not being duplicated. The pump failed a force calibration test. The force sensor was removed and the the resistance value was found to be within specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the there was a load step malfunction. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.